Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 366 mg/dl at the time of incident. The customer's current blood glucose is 148 mg/dl. The customer was treated with IV drip in the hospital. The customer reported that meter was not sending reading to the insulin pump. The customer was declined for troubleshooting to high blood glucose level. The customer was reported that the insulin pump had power loss alarm. The insulin pump will not be returned for analysis.